Manufacturer narrative:
On (B)(6) 2016 a medtronic representative performed an imaging system check-out, mechanical, cable grade and system inspection areas passed. Imaging modalities test failed. Medtronic representative replaced the key board. Passed performance check. System performed as intended. No further issues have been reported.

Event description:
A medtronic representative reported that a site's navigation system key board had some keys that would not work properly. No further details regarding the damage, or how it occurred, were provided. There was no patient present when this issue was identified.